Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device would not run. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen, did not engage when power was applied, and the turning knob was not functioning properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and immersion during cleaning which is failure to follow the directions for use and is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.